Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that she rolled over in her sleep and pulled her infusion site out of her body and the area on her stomach where the site had been placed was red and sore. The infusion site had been in use for 2 days. Upon follow up the following month, the patient stated that the sore area on her stomach where the infusion site had been in place became infected and she was prescribed an antibiotic by her physician. She stated that she also had a sore area on her thigh from an infusion site that became hard but was not infected. She stated that a nurse came to her home to review infusion site management. She continues to rotate her infusion sites using her stomach and thigh area. No product was requested to be returned for evaluation.